Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom ' constant downstream occlusion' was verified through the a review of the event history log by the presence of multiple ¿downstream occlusion!¿ alarms. Evaluation revealed that the cause was a failed force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.